Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide catheter: axess 6f spb3.5, heartrail 5f st other: corsair micro-catheter. Evaluation summary: the device was returned for analysis. The irregular appearance was unable to be confirmed; however, there were offset coils, a fiber, and crystallized contrast on the guide wire, which may be what was perceived by the account as the guide wire being "thick". The reported resistance could not be replicated in a testing environment due to the condition of the returned product. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure in an unspecified vessel, a corsair micro-catheter was advanced over a balance middleweight (bmw) elite guide wire but became stuck approximately 4.5 cm from the tip of the guide wire. An unsuccessful attempt was made to remove the corsair by moving the device back and forth. Ultimately, the corsair was removed from the anatomy as a single unit with the bmw elite guide wire. The procedure was continued successfully using a fielder fc guide wire. There was no adverse patient effect and no reported clinically significant delay in the procedure. Reportedly, although there was no abnormality noted on the bmw elite guide wire prior to use, the physician suspects that the core of the bmw elite was thick and the inability to advance the corsair was due to the guide wire. Return device analysis revealed a fiber on the proximal adhesive joint. Additional reported information indicates that the physician was not aware of the fiber on the guide wire. The physician commented that the foreign material might be a gauze fiber. No additional information was provided.